Event description:
Versa flex z disposable ph impedance catheter failed. On (B)(6) 2016 a ph impedance probe was placed on an inpatient. The probe and recorder passed calibration prior to placement. After downloading study on (B)(6) 2016 (after 24 hour study was completed) it was noticed that the study appeared to be invalid. Tech support for the equipment was called and it was determined that there was a failure with the catheter used. There was no explanation to the failure. The patient study is invalid and it is recommended by the reading gi physician to repeat study. Patient required repeat procedure.